Event description:
Litigation papers allege that the patient suffered pain, discomfort, soreness, a burning sensation in her hip which has increased over time; hip exhibits a popping sensation, elevated levels of cobalt and chromium metal ions in her bloodstream and loss of muscle mass and deterioration of the soft tissue in her hips.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege that the patient suffered pain, discomfort, soreness, a burning sensation in her hip which has increased over time; hip exhibits a popping sensation, elevated levels of cobalt and chromium metal ions in her bloodstream and loss of muscle mass and deterioration of the soft tissue in her hips. Doi: (B)(6) 2009 - dor: none reported (right hip). Dob: (B)(6) 1943. Patient is a resident of (B)(6). Update 21 oct 2014: asr revision reported via sales rep. Asr xl. Patient presented with continuing elevated cobalt chromium blood levels and increased hip pain. Asr total hip with trilock stem. Cup was not loose. Added surgeon and sales rep details, dor and unknown sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 02/05/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The existing MDR decision has been reversed and the adapter sleeve has been reported. The stem is being added due to elevated metal ion levels. The complaint was updated on: 02/23/2015.